Event description:
It was reported, revision of loose acetabular component - removed a 52mm trident shell, cat 502-11-52e, lot 38001401, implanted on (B)(6) 2012, 2 bone screws, cat 2030-6525-1, lot mkrkxo 2030-6550-1, lot mkkmt3 663-00-36e, lot mka73e.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.